Manufacturer narrative:
The device was evaluated and it was noted that a gap of adhesive on the distal end was present and a stain entered inside the lens through the gap; the glue was missing on the cover and the forceps cover. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus, model gf-uct180 was returned to olympus and inspected. Upon inspection of the device, it was noted that a gap of adhesive on the distal end was present. This report is submitted for the malfunction of gap of adhesive on the distal end. As this was found during inhouse service, there was no patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. However, based on the results of the device evaluation and the available information, the investigation determined the likely cause an external force was applied to the relevant part. The following statement can be found in the instructions for use: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."